Event description:
Additional information was received from a manufacturer representative reporting that the patient was stating their implantable neurostimulator (ins) was "heating up" and was uncomfortable. The patient had not been at the last appointment scheduled for (B)(6) 2016 and had not called the manufacturer representative back about setting up a meeting.

Event description:
Additional information received from the patient reported that the patient left butt heated up again on (B)(6) 2016 and the patient's husband took her to the clinic. It was noted that the patient was never able to meet with any manufacturer's representative (rep) and no steps had been taken to resolve the implantable neurostimulator (ins) heating up issue and the patient no longer used it.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the implantable neurostimulator (ins) was hot and the patient thought something may pop out of her body. It was suggested for the patient to reach out to their managing healthcare provider (hcp). Relevant medical history includes lumbar radiculopathy and spinal pain. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.